Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the physician attempted to place the right atrial (ra) lead in different sites to achieve satisfactory thresholds, however thresholds were high. The lead was explanted and replaced. No patient complications have been reported as a result of this event.